Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's first device had been shocking them. Patient said they had to "do another one" because the leads had stopped working on both sides, but noted that the left was more damaged than the right. The patient later reported that the left and right leads had been replaced in 2014 and the implantable neurostimulator was replaced in 2013 to resolve the shocking and leads not working. They also explained that the shocking had occurred when the device was off, and when turning up to "320" the shock would happen more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.